Manufacturer narrative:
The device sku/catalog number nor the lot number of the device was available for the reported complaint. The customer reported that this information is not known and that the patient kept the device and "after so much time passed, I do not think the patient's kept them". Therefore, a review of the device lot history records could not be conducted at this time. Images of the device were provided and will be reviewed. At the completion of our investigation, a final report will be provided. The manufacturer internal reference number is: (B)(4). This is the first of three complaints for the same patient, related MDR numbers: 3011649314-2024-00847, 3011649314-2024-00848.

Event description:
The office reported an obsidian crown they cemented 2 years ago (exact date not reported) for an anterior case for tooth #11 cracked in the patient's mouth. The doctor was upset and mentioned that this was the third time they have had this happen with obsidian crowns and is loosing confidence with the material. The office stated they use the oven and settings provided by glidewell. There was no report of an adverse consequence.

Manufacturer narrative:
A non-visual device evaluation has been completed and the results are as follows: DHR results: no DHR results as no lot number was provided. Stock product reviewed results: no stock product review results as no lot number were provided. Investigation methods/results: customer has not returned the complaint part for investigation to date. However, the non-visual device investigation has been completed. Root cause the root cause cannot be explicitly determined. The probable root cause for this failure could be due to how the patient used the restoration such as potentially biting down a hard object which can cause a restoration to fracture. It is unknown the patient's medical history, but bruxism can also cause the restoration fracture over time due to the excessive pressure and grinding on the restoration which can lead to the decrease in strength of the restoration. The manufacturer internal reference number is: comp-(B)(4).

Manufacturer narrative:
Corrected: h11. The manufacturer internal reference number is: (B)(4). This is the first of three complaints related to MDR numbers: 3011649314-2024-00847 and 3011649314-2024-00848.